Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data collected from the device was received and analyzed. No anomalies were found. The last battery measurement was 2.59 volts, noted on 2014-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated end of service (eos) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.